Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. (B)(4). Since this is a retrospective review, there is limited information on the incident. There is no further patient detail. Information also suggests another device in use 1363.dd which is a vfi pack for silicone oil syringes. However it is unknown which device caused or contributed to the incident.

Event description:
A report has been received that occurred in the (B)(6). It was reported the patient turned blind in affected eye. Information learned from evaluation of the device further revealed that the failure was most likely related to a use error. Tests on the involved eva revealed that the equipment functioned in a proper manner. Information includes that the service engineer went to the facility to verify the proper functioning of the unit. Also a review of the log files did not reveal any anomalies. The unit was further checked for proper functioning and the unit functioned as anticipated. Verification of the settings did also not reveal any issues.